Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The patient's caregiver (non-medical professional) stated that on approximately (B)(6) 2024, the display device failed to alert. The caregiver stated the dexcom did not give a warning to let the caregiver know the patient was hypoglycemic. The caregiver attempted shaking the patient in an attempt to wake him up. She had to call 911 and the patient was treated by unspecified means and recovered after treatment. There was no information of further medical evaluation or intervention for this reported event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3: event date ¿ correction. B5: describe event or problem - correction. H2: correction.

Event description:
The patient's caregiver (non-medical professional) stated that on approximately (B)(6) 2024, the display device failed to alert.

Manufacturer narrative:
(B)(4). B3 date of event. B5 describe event or problem. H2 correction.

Event description:
The patient's caregiver (non-medical professional) stated that on approximately (B)(6) 2024, the display device failed to alert.